Event description:
Reporter stated that customer received the following results on 2 different meters within 8 minutes: 41 mg/dl (compact plus system) and hi (result over 600 mg/dl) (mobile system) the customer ate a banana between the results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the compact plus system.